Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based off of the user's area code. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown; therefore, device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It has been reported that the syringe integra 3ml w/ndl 25x1 rb has been found damaged during use. The following has been provided by the initial reporter: material no.: 305270 batch no.: unknown. It was reported by the consumer that while using the bd syringe 305270, the syringe collapsed during injection causing pain, swelling and a small amount of bleeding. Verbatim: caller states he was using the bd syringe 305270 (integra retracting syringe) to inject testosterone. He states the syringe collapsed during the medication administration causing some pain, swelling, and small amount of bleeding. He describes drawing up the medication into the syringe with a larger needle then replacing it with the needle that came with the syringe. He confirms the doctors and nurses taught him how to self administer this medication. He states these were the needles he was given.